Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing sustained power increase to 10-13 watts. The pt labs were reportedly normal and no symptoms of heart failure were observed. The pt was readmitted and placed on bivalirudin. An echocardiogram (echo) appeared normal and a right heart catheterization was done. No further information was provided.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding this event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.